Event description:
An ophthalmologist reported the aiming beam intensity and size were inconstant and would sometimes disappear and the laser would shut itself off during a vitrectomy procedure. The procedure was completed with an alternate laser. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).